Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2018 and suture was used. During the procedure, the surgeon noticed that needle had been broken at the swage part after placing a few stitches on the tissue by interrupted suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/10/2018. Device evaluation summary: a suture needle was received for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were microscopically examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both microvoid coalescence, which is evidence of a ductile overload failure and intergranular fracture, which is evidence of a brittle failure. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.